Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports pain, slight sensitivity and stingy feeling on teeth and therefore has stopped using the aligners. The gums are always sore or bleeding and the aligners are sharp and do not fit well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.